Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per sb 13f1-16, replaced worn finger on complete pressure adjuster with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep the customer wasn't able to decrease the pressure level on the front of the fms solo+ unit prior to the start of a case. A second fms solo+ unit was used to complete the case with no consequence to the patient. One unit will be returned for analysis by the customer.